Event description:
The reporter's granddaughter called. She stated that they were getting various error messages like er1, er2 and sometimes er1. She was walked through running the control solution and got an er1 message. She was using the wrong control. When she used the ss control she still got the er1 message. She made 3 more control runs and still got the er1 message. She requested a replacement meter and was sent one with complimentary strips.